Event description:
It was reported that during implant of the low voltage lead, high thresholds and high impedance was noted in two different positions. The lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.